Event description:
It was reported that the patient had increased pain and confusion (altered mental status) and was presented into the emergency room (ER) on the day of report. The physician was called by the ER. The patient had a drug change on monday ((B)(6) 2014) to sufentanil. The physician wanted to turn the patient's pump down 30% and called with an order to the ER physician/nurse. According to the ER doctor, the patient was being treated for a urinary tract infection (uti) and was given norco for breakthrough pain. It was reported that the physician was not sure what was causing the patient's pain/confusion. The primary physician wanted to turn the pump down to be cautionary. Actions required included reprogramming and hospitalization. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).